Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced intermittent elevated blood glucose levels (260-275 mg/dl). Customer declined to perform troubleshooting with tandem technical support. Customer did not reported how blood glucose levels were stabilized. Recommendation was made to discuss diabetes management with customer's health care professional.